Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted call service 069 alarms during basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: the pump alarmed with a call service 069 alarm during start up and the alarm could not be cleared. The call service 069 recorded in the black box as a call service 087. Investigation revealed that a language corruption occurred at a component on the printed circuit board, resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.